Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 72 mg/dl. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
Device not returned.